Event description:
A report was received that the stimulation caused the patient to jerk badly and fall that leads her to have broken ankles.

Event description:
A report was received that the stimulation caused the patient to jerk badly and fall that leads her to have broken ankles.

Manufacturer narrative:
Additional information was received that the physician did not believe that the stimulator caused the patient's fall and pain in the ankle.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.